Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The handle was separated when received; only half of the handle shell was returned. The thumbwheel was not returned. There was also some buckling on the outer sheath approximately 57 to 58cm from the nosecone and 62.5cm from the nosecone. The mid-shaft showed no damage. The mid-shaft was separated from the retainer clip. The pull rack looks as if it was not pulled and was in the starting position. The stent was returned in the device partially deployed and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent deployment difficulties were encountered and the stent elongated and fractured. The 99% stenosed, diffused target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). Following pre-dilation, a 6 x 180 x 130 innova¿ was advanced via a contralateral approach to the target lesion with some difficulty due to the calcification. After approximately 5cm of the stent being deployed, the deployment mechanism broke and the stent could not be deployed. The physician forcibly removed the delivery system resulting in the partially deployed stent stretching and fracturing. A .035 guidewire was used to cross the lesion area again and another innova stent was placed in the target lesion. The 5cm fractured portion of the stent remained in the patient and was covered with another stent. The revascularization was successful. The patient will have a follow up observation. No further patient complications were reported.

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).

Event description:
It was reported that stent deployment difficulties were encountered and the stent elongated and fractured. The 99% stenosed, diffused target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). Following pre-dilation, a 6 x 180 x 130 innova¿ was advanced via a contralateral approach to the target lesion with some difficulty due to the calcification. After approximately 5cm of the stent being deployed, the deployment mechanism broke and the stent could not be deployed. The physician forcibly removed the delivery system resulting in the partially deployed stent stretching and fracturing. A .035 guidewire was used to cross the lesion area again and another innova stent was placed in the target lesion. The 5cm fractured portion of the stent remained in the patient and was covered with another stent. The revascularization was successful. The patient will have a follow up observation. No further patient complications were reported.